Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via email that the customer had a consistent high blood glucose and had stable blood glucose while on manual injections. The customer's family was contacted via phone call and the parent of the customer reported that the blood glucose was fluctuating, from as low as 35 mg/dl to 500 mg/dl. The customer's low was treated with orange juice and the lows occurred at night. The customer went off of the insulin pump. The customer's parent declined to troubleshoot for the issue. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.